Event description:
Dexcom was made aware on 10/29/2024, that on 10/28/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction which occurred 5 days after the sensor had been inserted in the arm. The patient developed swelling and redness under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On 10/28/2024, the patient consulted a physician oral (doxycycline, unspecified dosage) and topical (clindamycin 1% cream) antibiotic medication. At the time of the report the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).